Manufacturer narrative:
D10: (B)(6), 300-01-15 - equinoxe, humeral stem primary, press fit 15mm, (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 , (B)(6), 320-15-01 - eq rev glenoid plate (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm . (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm , (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm , (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit, (B)(6), 300-01-15 - equinoxe, humeral stem primary, press fit. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2025-02903. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, the patient experienced pain and atraumatic disassociation of the humeral liner and humeral tray. As a result, the patient underwent a shoulder revision approximately 6 years and 6 months after initial implantation. The patient was last known to be in stable condition following the event. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.